Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, while impacting the head the tip of the polarstem ball head impactor chipped off while inside the patient. All pieces were retrieved. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H11: corrected data in: b5, d1, d2, d4, d10, h4 and h6 (updated medical device problem code).

Event description:
It was reported that, during a thr surgery, while impacting the head the tip of the polarstem modular head for 21000662 chipped off while inside the patient. All pieces were retrieved. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
It was reported that, during surgery, while impacting the head, the tip of the polarstem modular head chipped off while inside the patient. All pieces were retrieved. Surgery was resumed without any delay, with a back-up device. Patient was not injured as consequence of this problem. The polarstem modular head (75023711), used in treatment, was received for investigation. The reported failure mode can be confirmed. A small piece chipped off from the distal rim of the device. However, deformation patterns on the rim of the device, indicate that the device was used differently than only for ball head impaction. These deformations have most probably contributed to the event. The production documents could be reviewed. There are no indications that the device failed to match specification at the time of manufacturing. A review of the complaint history revealed no additional complaint for the batch in question. The complaint is in line with the current risk management of the device. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Review of past corrective actions was performed. No further escalation is required. Based on the limited information provided, a thorough medical investigation could not be performed. The relationship between the reported event and the device can be confirmed. The polarstem modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. However, the visual inspection confirmed that off-label use contributed to the reported event. The root cause is therefore attributed to off-label use. To date, further actions are not deemed necessary. Smith + nephew is monitoring the device for further similar issues.